Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The patient stated he connected himself in the initial drain and then got the system error alarm 2240. Baxter then explained proper setup procedures to the patient. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse and the nurse stated the event had not been reported and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and determined to be use error patient not connected when therapy was initiated.